Event description:
It was reported that the right atrial lead would not capture when tested during the implant procedure. The doctor noted that he may have "nicked" the lead while suturing. The lead impedance decreased. The ws not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead would not capture when tested during the implant procedure. The doctor noted that he may have "nicked" the lead while suturing. The lead impedance decreased. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event. It was further reported that there were high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode; the analyst noted that the lead was returned with the guide tooth damaged; distal segment returned and analyzed.